Manufacturer narrative:
Customer indicated that accuntni qc results were within specifications, however, qc data was not provided. Service was not dispatched for this particular event. Testing at bci cpls labs identified the heterophile-like interference as the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to multiple erroneously elevated accutni results above the acute myocardial infarction (ami) cut-off generated access 2 immunoassay analyzer. Patient samples were repeated and negative results were obtained using an alternate methodology. The negative results were confirmed via beckman coulter inc's customer product line support (cpls). The erroneous results were reported out of the laboratory and patient was sent to the catheterization lab. Patient catheterization lab result was normal.